Manufacturer narrative:
A2 age at time of event: 18 years or older. Device evaluated by MFR.: promus premier ous mr 28 x 2.75mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the proximal region of the stent was noted to be lifted and pulled distally. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several location of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the mid to distal right coronary artery. A 28 x 2.75mm promus premier drug-eluting stent was advanced for treatment. However, it was noted that the struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the mid to distal right coronary artery. A 28 x 2.75 promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.